Event description:
The clinician reported that 1.5 months after the immediate dental implant was placed in the patient's mouth, the implant did not integrate in type ii bone. The clinician noted the patient's trauma, implant mobility, diseased membrane, bleeding, inflammation and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.